Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had underwent a "repositioning surgery" for his left side implantable neurostimulator (ins) in (B)(6) 2011. It was noted that the patient had some improvement in his symptoms, but was experiencing mixed results. It was further noted that the patient had not "found programming changes that have a satisfactory balance." The patient outcome was not provided. If additional information is received, a follow-up report will be sent.